Event description:
It was reported that during the implant procedure that the helix would not retract. The lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies were found; however, the helix was distorted/bent. The helix would not function because it was stretched beyond limitations.